Event description:
It was reported the epg (external pulse generator) was dropped and was returned for repair. It was analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. Analysis did find that the upper case was broken and the lower case was contaminated, the display lens and lead flex cover were broken, the battery release and battery drawer were contaminated, the ring cover and two side bail covers were broken and the ring and one side bail were missing.